Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed evidence of a call service 128 post delivery motor supply fault. It also showed a sudden drop in voltage resulting in a call service 128 replace battery alarm. The pump powered up with the returned battery cap, and the battery cap was able to fully tighten. No battery compartment cracks were observed. Evidence of moisture contamination was found inside the battery compartment. The current draws were within specifications. The pump case was removed to find evidence of additional moisture inside the pump on the battery canister and on the inter-board flex cable. A battery life alarm issue was not duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a power (battery life) issue; 128-fxxx warning/alarm, short battery life. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.